Event description:
A fail code 570. Information was not provided regarding whether or not the failure occureed during a patient infusion. Although baxter attempted to obtain information, details were not available regaring additional contact information, patient demographics, medication involved, or pump programming. The hospital repressentative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
The customer's reported condition of fail code 570 was confirmed. A corrective and preventative action and field corrective action have been initiated.